Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329; product lot/serial number unknown; product type: compression loading system (cls) product ID d-evolutfx-2329; product lot/serial number unknown; product type: delivery catheter system (dcs) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, no acute complications occurred during the procedure. A permanent pacemaker was implanted on the same day as the procedure due to a complete heart block. One day after the procedure, the patient had an left bundle branch block (lbbb) and a first degree atrio-ventricular (av) block. The patient had post-procedural anemia and required transfusion of 2 units of blood. Per the investigator, these complications are not related to the device and possibly related to the procedure. The patient was discharged home six days after the procedure. No additional adverse patient effects were reported.